Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file was mistakenly reported and is an erroneous report. All pertinent information is contained in (B)(4), medical device report # 6000001-2011-37039.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 199; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.